Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for unspecified microbes (<1 cfu/endoscope). The testing result cleared the french guideline. Ofr inspected the device and confirmed the following; -the adhesive of the bending section rubber had been peeled off due to chemical stress. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, omsc concluded that the reported event was unlikely to be caused by the device, because the result of microbiological testing by the third party laboratory cleared french guideline. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. All channels: staphylococcus hominis, staphylococcus capitis and bacillus spp. (The total cfu of the staphylococcus hominis, staphylococcus capitis and bacillus spp. Is 10 cfu/endoscope.) The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.